Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the device would automatically deflate. The pump was removed and replaced and there were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was visually examined, and leak and functionally tested. No anomalies were found with the during visual and leak testing. However, functional testing revealed that there was a non-conformance as the pump did not pas the activation test. Based on the information available and analysis results, the functional anomalies identified in the component could have caused or contributed to the reported clinical observation of spontaneous deflation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the device would automatically deflate. The pump was removed and replaced and there were no patient complications reported.